Manufacturer narrative:
The cartridge is expected to be returned; however, the cartridge has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and a cartridge 1 alarm. The customer's blood glucose (bg) level was 364 mg/dl and an insulin injection was administered to address the bg level. The customer installed another cartridge and the alarms were resolved.